Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test blood glucose meter communicates properly to the insulin pump. Insulin pump received with cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized. Customer's blood glucose was 720 mg/dl. Customer mentioned the glucometer stopped working. Customer declined high blood glucose troubleshooting. Customer will not be returning the device for analysis.